Manufacturer narrative:
Therapy dates ¿ this event occurred on an unspecified date between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set leaked blood from a port. This occurred after accessing the port for the administration of furosemide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.